Event description:
User experienced discrepant total protein results for one pt sample. Initial result 10.0 g/dl, repeat in 2008 gave 7.7 g/dl. The initial result was reported, the correct result was provided to the physician before any actions were taken. The field service representative determined an outdated assay calibration was the cause of the discrepancy. He recalibrated and performed precision tests which were within specification.